Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 explant date is an approximation - (B)(6) 2025 the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain near the implant site. The patient stated they were feeling sick and feverish. The patient contacted the office and was advised to come in for evaluation. A possible infection was suspected. The patient had the device removed on (B)(6) 2025, as the infection had not cleared up despite treatment with antibiotics. The patient hopes to have the device reimplanted in a few months after healing. On (B)(6) 2025, it was reported that the patient was feeling feverish and exhibited mild redness at the pocket site. The patient was prescribed antibiotics. Since the procedure, the patient has not followed up regarding their healing progress. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006 explant date is an approximation - (B)(6) 2025. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain near the implant site. The patient stated they were feeling sick and feverish. The patient contacted the office and was advised to come in for evaluation. A possible infection was suspected. The patient had the device removed on (B)(6) 2025, as the infection had not cleared up despite treatment with antibiotics. The patient hopes to have the device reimplanted in a few months after healing. On (B)(6) 2025, it was reported that the patient was feeling feverish and exhibited mild redness at the pocket site. The patient was prescribed antibiotics. Since the procedure, the patient has not followed up regarding their healing progress. The patient was implanted again and has been doing well post-procedure. No patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Explant date is an approximation - (B)(6) 2025.

Event description:
It was reported that the patient with this neurostimulator was experiencing pain near the implant site. The patient stated they were feeling sick and feverish. The patient contacted the office and was advised to come in for evaluation. A possible infection was suspected. The patient had the device removed on (B)(6) 2025, as the infection had not cleared up despite treatment with antibiotics. The patient hopes to have the device reimplanted in a few months after healing. On (B)(6) 2025, it was reported that the patient was feeling feverish and exhibited mild redness at the pocket site. The patient was prescribed antibiotics. Since the procedure, the patient has not followed up regarding their healing progress. There were no additional patient complications.